Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced a skin reaction with itching, redness, inflammation, pimples, and blisters extending beyond the patch perimeter. The skin was prepped with soap and water prior to sensor insertion. A few hours after sensor insertion and applying the sensor overlay patch, the patient reports that a rash started to extend from her arm up to her neck. The skin reaction was treated with an over the counter (otc) hydrocortisone topical cream, as well as, otc oral benadryl, 50 mg. The patient was in good condition at the time of report. No additional patient or event information is available.